Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination through the sealed tray was performed and a strand of hair was found on the gastrodome tubing. The tray was opened and the device was removed from the packaging. The hair was found to be wrapped around the tubing. The hair was measured to be approximately 2.5 cm in length. The condition of the returned unit was consistent with the complaint incident that a hair was present in the package. Physical examination of the package revealed a hair approximately 2.5 cm long inside the sealed, unopened tray. The hair had been sealed inside the tray during the manufacturer packaging process. Therefore, ¿manufacturing¿ is the most probable root cause for this complaint. A device history record (DHR) review was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 15020704.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during preparation, human hair was found inside the unpacked component. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during preparation, human hair was found inside the unpacked component. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.